Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [emergency room visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she changed her pod on friday and she did not notice anything unusual with the pod. She then started to notice her blood glucose levels were going up. She said she was giving herself boluses but her bg levels were not going down. The pod was worn for 24 to 36 hours on her arm. She stated that she gave herself at least 200 units of boluses on saturday. She stated that the cannula looked bent. She reported that she went to the hospital where she was treated because her body was lacking insulin and her blood glucose levels were too high. Patient stated that they gave her more fast acting insulin until her blood glucose levels went down to normal (at least between 150 mg/dl to 200 mg/dl) and she was released after that. The patient's blood glucose history are as follows: (B)(6).